Event description:
Material # 303304, batch # unknown. It was reported by customer that they give the injection, the syringe is not fulling emptying. Verbatim: I had one of our physician offices reach out this past week about some issues when giving cortisone shots. They are reporting that when they give the injection, the syringe is not fulling emptying. The needle used is 23gx1.5¿ eclipse sku# 303304 with a 10ml ll syringe sku# 302995. Originally we thought there may have been an issue with the needle-so they noted the lot and removed that lot from use. When another needle was used, there were still issues. They are in the process of removing the lot of syringe and we will be sending new product to them. I¿ll also be working internally with the pharmacy to see if there could have been a change in the medication viscosity. This is a bone & joint practice so this is a frequent procedure, and they are just now having problems so it seems something has changed. Have you heard of any issues with these needles or syringes? I believe our current needle is listed as ¿thin walled¿, is there an alternative needle? I have the lot of needles and will request the syringes should a product complaint need to be filed. Additional information from customer: patient did not receive full dose of medication. No injury.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. No abnormalities were found during visual inspection for clogged needle on the returned samples. The returned samples only contain the eclipse safety needle, syringe is not part of the product. Actual root cause could not be determined as actual sample was not received for investigation. The complaint will be re-opened and re-investigated when actual sample is received.

Event description:
No additional information